Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had fluid leakage inside the housing. This issue was discovered during filling with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 01, 2022 - february 02, 2022. H10: the device was received for evaluation. A visual inspection on the returned device noted fluid contained inside the housing. Further inspection revealed the cause of fluid inside the housing was due to missing film-wrap. The film-wrap is located at the upper area of the bladder. The film-wrap fastens the bladder to the stressmember and when the film-wrap is missing, the bladder would not inflate during fill and the fluid would go directly inside the housing. The reported condition was verified. The cause of the condition is due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.